Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was loose in the pump. It was also reported that there was no insulin being expelled from the tubing. There was no reported adverse impact to the customer's blood glucose level. Reportedly, a new cartridge was loaded to address the issue.